Event description:
It was reported that balloon tear occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced and during the procedure, the balloon was torn. The device was completely removed and the procedure completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a nc emerge mr balloon catheter. The balloon was loosely folded and filled with contrast. Analysis of the tip, balloon, inner/outer shaft and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect. The balloon was attached to an inflation device, and positive pressure was applied to the device. The balloon was inflated to rated burst pressure. The device held pressure for 5 minutes without leaking. The reported rupture was not confirmed.

Event description:
It was reported that balloon tear occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced and during the procedure, the balloon was torn. The device was completely removed and the procedure completed with another of the same device. No patient complications were reported and the patient status was stable.